Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). Device not returned.

Event description:
It was reported that the customer's pump suspended in the night and the customer did not know the reason why this occurred. The customer's blood glucose level was 400 mg/dl and the customer delivered a bolus with the pump to manage bg level. During troubleshooting with tandem technical support (cts), cts confirmed the customer received an auto off alarm. Cts reminded the customer that the auto-off safety feature can be modified or turned off. Customer acknowledged.